Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. A hole was found in 4.5 cuff upon explant. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. There were no further patient complications reported in relation to the event. Should additional information be received, a supplemental report will be submitted.